Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry and pacing functions of the device were tested and found to be normal. Mechanical and environmental testing was performed and no anomaly was noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker went into back up vvi mode. The pacemaker was explanted and replaced. There were no patient consequences.